Event description:
Customer's mother called to report a hospitalization due to high blood glucose. The current blood glucose reading is 124 mg/dl. The blood glucose reading at the time of the event was 500 mg/dl. Caller stated that customer experienced stomach pain, vomiting and ketones. Customer was treated with IV drip of insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.